Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedances is unknown. The patient was given several programs that were set at the upper limit of paresthesia and advised that they probably could not be turned up from there. After a week, he said the programs are helpful as they are.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was representative said patient is not able to increase stimulation since sunday. Representative interrogated the device and found that most of the time patient had a common electrode in all the programs that was out of range. Representative switched it to electrodes that were in range, but when they handed back off to the patient's programmer, the patient was still unable to turn the therapy up or change the intensity of it. This is the 3rd time representative is back in there to measure impedance and the electrodes they are using are all in a range that works fine. Representative can turn stimulation up without any 'batteries' coming up on the screen, but once they close out and put the programmer in charge, patient immediately can't turn it up. Patient has not had any falls or trauma recently. During the call, representative tested impedance in different body positions and got different results. 8, 9, 12, 13, and 15 were all at 4,000. Rep to reprogram patient by not using electrodes that have high impedance. The issue was not resolved through troubleshooting. No symptoms were reported.